Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non-sustained lead noise episodes. Interrogation revealed true noise, t-wave oversensing and post-paced t-wave oversensing. The device was reprogrammed. The patient is being monitored and no further episodes of oversensing were observed.